Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior and black particles in the shell. Observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: sharp opening on patch bond edge and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on patch bond edge assessed as an unidentified (tear) opening.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.